Event description:
It was initial reported that the intracranial pressure (icp) showed 15 on the first day of use but it became -5 the next day. The customer stated that the value was very unusual. The dr did not replace it with a new one but decided to stop measuring the pt's icp. The catheter was zeroed prior to insertion. There was no pt injury reported. Pt condition was reported as "no change." Add'l info was received from the distributor on (B)(4) 2012 with the following: no info was provided regarding the pt's underlying medical condition, initial neuro exam, or CT scan. The 1104bt catheter was implanted on (B)(6) 2012. No info was provided on where the 1104bt catheter was implanted in relation to the pathology. After the catheter was inserted, the catheter was pulled back slightly before the compression cap was tightened. No info was provided regarding if the red depth indicator was visible above the strain relief. The 1104bt catheter was explanted on (B)(6) 2012.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.